Event description:
It was reported that following implantation of a preloaded multifocal intraocular lens (iol) in the right eye, the patient experienced blurry vision, halos, glare, and other visual disturbances. These symptoms were first noted approximately three months after the procedure. Upon evaluation, the patient¿s visual metrics were found to be below expected levels, leading to an intraocular lens exchange with a dib00 lens of 21.5 diopters. No harm to the patient was reported. The product is unavailable for return or further investigation. No additional information was provided.

Manufacturer narrative:
Section a4, a5 and a6: unknown, information was requested but not provided. Section d6b. If explanted, give date: unknown, information not provided. Section h6: health effect - impact code: 4619 - temporary impairment (this code is used for the reported glare, halo &visual disturbance dysphotopsia issues). Section h6: health effect - clinical code: 2140 - visual disturbances (this code is used for the reported glare surgical intervention required & visual disturbance dysphotopsia issues). Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search of complaints revealed two similar complaints for this production order number; and one of the complaint issue reported is related, the issue could not be confirmed as related to manufacturing. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. Attempts have been made with the customer to obtain additional information, however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.